Event description:
PICC catheter 1.9 fr shows a rupture near the oval disc, with the material presenting a ¿bubble¿ since insertion on (B)(6) 2026.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.